Manufacturer narrative:
Tech adjusted all brake casters to resolve the issue.

Event description:
Tech alleged that all brake casters still roll when the stretcher is in the brake position. No patient impact.